Event description:
Healthcare professional reported deflation. Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed three openings on posterior, radius and anterior side assessed as surgical damage and observed three openings on posterior and anterior side assessed as fold flaw opening. Other-technical: observed white particles in the valve however the valve leak test cannot be performed as the device has many openings. Seroma-late: unable to observe as it is a medical event not related to the device. Capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: observed wear abrasion on the device. Observed creases on the device. White particles observed in the surface of the shell.

Event description:
Healthcare professional reported deflation. Healthcare professional noted in operative report seroma-late and capsular contracture, baker grade unknown. Device has been explanted and replaced.. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma - late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma - late and capsular contracture, baker grade unknown.

Event description:
Healthcare professional noted in operative report seroma-late and capsular contracture, baker grade unknown. Device has been explanted and replaced.